Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a settings issue with her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with oral medications (amount/ type not specified). It is not known if the patient made changes to her usual dose of medications at the time of the alleged issue; however, that same afternoon, the patient reportedly took more food and/ or drink. ¿right after¿ the start of the alleged issue, the patient claimed she felt a symptom of dry mouth. No additional treatment was specified. At the time of troubleshooting, the cca walked the patient through the meter setting options to resolve the alleged issue. Based on the provided information at this time, the linkage between the reported product issue and the alleged injury by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed a symptom suggestive of a serious injury after the settings issue occurred.